Manufacturer narrative:
One ensite velocity¿ system velocity amplifier was received for evaluation. The amplifier was powered on and the amplifier booted to an amber led status. This indicated the amplifier did not pass the power on self-test (post). Communication was established and revision version 4.6 was observed. The field reported event was confirmed as review of error logs identified several voltage and temperature issues toward the catheter amplifier board at slot 12. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause was isolated to the catheter amplifier boards at slot 12.

Event description:
During an atrial fibrillation (af) procedure, the amplifier was blinking yellow and would not change to green. The filter was cleaned and the power source was changed, but the issue persisted. The procedure was unable to be completed. There was no adverse patient consequences due to this issue. The amplifier was replaced and the issue was resolved.